Event description:
Ivpb attached to ivpb secondary tubing. Main line IV with .9ns secondary infusion started after main line IV was lowered on the IV hook. Med noted to be dripping into main line with bubbles present. Infusion stopped and all sent to clinical engineering.